Event description:
The neurostimulator was returned to the MFR for disposal only. It was reported that the device was replaced due to normal battery depletion. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator (B)(4) showed a reliability non-conformance. Broken weld(s) at the bond were seen. Electrode #0 and case feed throughs were lifted away from the pad. The b-battery bondwire lifted when the device was cut open for destructive analysis. The device output was tested at the distal end of a known good extension. Good, stable output was observed on each electrode pair in pair except #0 in bipolar mode and no output was observed on each electrode pair in unipolar mode on an oscilloscope, across a 510 ohm load when connected to the distal end of the extension. The device failed the automated test console testing.